Event description:
The reporter indicated that an implantable collamer lens was implanted into a patient. Excessive vault, pigment dispersion, shallow chamber, and very shallow angle was observed.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6: health effect-clinical code: 4581 added for angle closure. Corrected data: device code 2199 should be omitted for correction. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1: product problem should be added for correction. H1: malfunction should be selected for correction. H6: 2199: no heatlh outcomes should be added for correction.